Event description:
Patient report to nurse observed air on my line around 08:20 am. During assessment nurse observed air in the cadd pump tubing and a green flashing green light on. She also saw a running man icon on cadd pump, however the infusion bag was empty. There was no alarms set off. Pharmacy verified settings, no problems with batteries. No adverse patient effects were reported.